Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced failure code 802. It is unknown when and where this event occurred. This condition had the potential to interrupt delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. The user interface module software version of this device is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 802 was confirmed during product evaluation. The root cause of the reported problem was determined to be foreign object in pump head module. Appropriate action was taken to correct the reported problem by removing the foreign object. No repair was required after the removal and cleaning of the pump. This involved a colleague version 1.7 infusion pump with a user interface module software version of 7:01:00. A device history review was performed with no exceptions found during manufacturing. A service history review revealed no previous service events were related to the reported condition.

Manufacturer narrative:
(B)(4). A 510k number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510k number. However, it is being reported because it is same as or similar to product distributed within the u.s. Additional information:a request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.